Event description:
Site called in and stated the landmarx plus software is freezing during surgery, also the surgeon alleged inaccuracies with navigation. Tech services walked site through rebooting system and re-registering the pt. The surgeon continued with navigation and completed the case as planned. No impact to pt reported.

Manufacturer narrative:
Pt information unk. Medtronic rep reinstalled software and tested system, could not duplicate issues. Software and system working as intended. No impact to pt reported.